Event description:
The lay reporter (daughter in law) contacted lifescan (lfs) on august 12, 2006 alleging that the patient was unable to perform a test on her basic enhanced meter because the instructions were not in spanish. The patient does not know how to use the meter. Mas mailed a letter to the patient since the user not the reporter was available to obtain clinical information. In 2006, around 10:00 am the patient felt weak. The patient did not test since she did not understand or speak english. She was taken to the hospital where her blood glucose was 1125 mg/dl. She was given insulin. Customer care advocate (cca) found out that the meter was miscoded and the test strips were expired since may 2005. No further clinical information was provided. It would have been helpful to know long the patient has had the meter., whether she tried to attempt to test prior to the incident, her diabetes regimen, how often she is suppose to test, how long she stayed in the hospital and whether her diabetes regimen was changed after the incident. Cca sent the patient the booklet in spanish and sent replacement items for the patient. Although there is insufficient information on events leading to the hyperglycemia, the complaint is being reported since the patient was unable to test since the meter was set to english and was treated by a medical professional for hyperglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.